Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device was not returned for evaluation, however a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiry date: 03/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly separated from catheter. It was further reported that the detached balloon still remain in the patient. The patient status was unknown.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device was not returned for evaluation, however a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly separated from catheter. It was further reported that the detached balloon still remain in the patient. The patient status was unknown.